Event description:
Note: this report pertains to third of four hydratome rx 44 used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the hydratome rx 44 was inserted through the duodenoscope. After the device exited the duodenoscope, the physician had difficulty passing the guidewire through the tome due to friction. The same problem happened when the physician opened three more hydratome rx 44. It was reported that the physician attempted to reload the guidewire through the tome after flushing the tome with saline and wetting the guidewire; however, the same problem was still noticed. It was also noted that the patient had a very difficult anatomy to cannulate (periampullary diverticula and a duodenal mucosal fold) partially blocking the view of the ampulla. The physician was able to place a pancreatic duct stent; however, the procedure was rescheduled, and a second procedure was performed, treating the biliary leak and it was successfully completed. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f05 is being used to capture the reportable event of rescheduled procedure.